Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. No product available to be returned.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1.7 mmol/l, 3.5 mmol/l, and 4.5 mmol/l. No adverse event reported. Return of suspect device was requested and replacement was sent.